Manufacturer narrative:
The user reported receiving glucose suspend alert on 13 december 2025, day 66 after insertion. An RMA was authorized for the return of the sensor. Visual inspection of the returned sensor showed hydrogel damage on the long end. The damage observed on the hydrogel is most likely caused by excessive force applied by the removal clamps during the explant of the sensor and is not related to the customer's issue. There is still enough hydrogel left covering optics, so the gel damage is not expected to impact functional testing. In-house testing identified chemical degradation of the sensor hydrogel, indicative of oxidation of the glucose-indicating component of the hydrogel. A review of the in vivo sensor data also showed optical instability across all four channels. The glucose suspend alert was triggered after all channels fell below the threshold. This could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The root cause for the observed optical instability could not be determined, but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. The user was provided with a replacement sensor as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.